Event description:
A malfunction was reported, specifically a problem identified as "malf 24," and there was no notable event prior to the malfunction. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The course of action involved tandem technical support sending a replacement pump to the customer, advising them on interim steps for storage and usage, and instructing them to return the defective pump within ten days.